Event description:
A patient reported that their device had an issue requiring more units than expected when filling the cartridge. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting and is currently out of warranty and in the process of renewal. No further information regarding the outcome of the event was available.